Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the notch on the bd¿ nestable sharps collector lid was missing, preventing it from locking. The defect was found during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "notch on the lid was missing."

Event description:
It was reported that the notch on the bd¿ nestable sharps collector lid was missing, preventing it from locking. The defect was found during use. The following information was provided by the initial reporter, translated from japanese to english: "notch on the lid was missing."

Manufacturer narrative:
H.6. Investigation: according to the DHR review process; the result showed there were no issues reported like missing notch during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing notch for the same part number throughout the last twelve months. According with pictures provided from customer it can be seen the following: 1. The photos only shown a part of the lid. It was not seen any deformities, cracks, in the lid. 2. It can confirm that the collector was not overfilled. Based on information provided it was not possible determine the root cause like a failure mode related to the manufacturing process, the evaluation performed over the picture provided from customer it can¿t be seen molding issues that could cause this kind of failures. If additional information like a sample that helps to find the root cause can be provided, then a new complaint record will be open to initiate a new investigation path. All the complaint information was captured also for tracking and trending purposes.